Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode which set the respiratory rate trend feature to suspension. Technical services (ts) was consulted, and upon review all system measurements were within range. Further in office review was recommended. No adverse patient effects were reported. This device remains in service.